Event description:
It was reported that a pt underwent stereotactic breast biopsies at an imaging ctr. The radiologist applied the topical skin adhesive on the needle site. On an unk date, the pt developed a full thickness skin necrosis of the left breast stereotactic biopsy site. The pt received debridement and antibiotics. The pt was not required to be in the hosp. The pt is still not 100% recovered, but is "well on the way."

Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental form will be submitted accordingly.